Event description:
Reporter alleged blood glucose results of 280 mg/dl and 40 mg/dl on the advantage system when tests were performed back-to-back. No serious adverse event was reported in connection with the alleged malfunction. The suspected device was unavailable for return; replacement product was sent.